Event description:
Device issue: stent jumped. Time of device issue: during the procedure. Adverse event: stent lodged in unintended site; additional stent implantation. It was reported that during an interventional procedure in the brachiocephalic trunk, during stent deployment, the xpert stent jumped and landed open over the guide wire with the majority of the stent sitting within the aortic arch. The stent was then pushed with the catheter into the distal aorta and due to the blood flow, the stent traveled to the occluded distal abdominal aorta where it became lodged. The physician decided it was safer to leave the stent in this location rather than try to retrieve it. Two unspecified balloon expanding stents were implanted in the target lesion. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.